Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 28 x 2.25mm promus premier stent was advanced but failed to cross the lesion. Resistance was encountered upon removing and upon checking the device, it was noted that the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 28 x 2.25mm promus premier stent was advanced but failed to cross the lesion. Resistance was encountered upon removing and upon checking the device, it was noted that the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported. Promus premier ous mr 2.25 x 28 mm stent delivery system a visual examination of the stent found that the stent was damaged on the proximal section with stent struts pushed distally and bunched. The undamaged distal stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.